Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. Infection is a well known potential complication of this type of procedure. The IFU which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was reported that approximately 6 weeks following a colporrhaphy procedure in 2007, the patient developed gluteal abscesses that were found during her 6-week, post-op follow-up exam. The patient was described as doing very well until then. The patient has a 5 day history of pain, bi - lateral peri-anal abscesses. The right abscess was 3 cm and the left abscess was 5 cm. The mesh panels were intact. The doctor stated that the abscess seems to be running from beneath the peri-anal skin incision, up along the distal tract. The patient was placed on keflex for 10 days, flagyl for 10 days, sitz baths. The following month, the abscesses have decreased by 80% pending further follow-up.